Manufacturer narrative:
(B)(4). Evaluation of the returned device found no anomalies that could contribute to the reported experience. The sheath was smoothly slit to the distal end. The thumb advancer was successfully deployed to the finish arrows. There were no witness marks on the flex-guide to suggest possible carving that might disrupt the thumb advancer and sheath splitting process. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, thumb advancer deployment was completed with resistance. The clip was deployed in the vessel and achieved hemostasis after 3 minutes of manual compression. No adverse patient effects were reported. No additional information was provided.